Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the interface was down. A technical support specialist remotely accessed the consoles and checked the communication status, then observed that carefusion coordination engine messages were pending. Then technician restarted the system launcher and deployed the interface utilities service. Afterward, he checked both consoles again, and the communication status showed carefusion coordination engine and found that the last link never with messages not draining. The technician reviewed the related case that had been escalated and confirmed it was resolved. The system functioned as intended after a troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ 4000 console interface was down, and all the users were unable to login to take medication from the station. There were no adverse events or injuries reported based on this incident.